Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a bent cannula, and she experienced high blood glucose level. Therefore, they tried to treat it with bolus via pump (13 units of insulin), but on (B)(6) 2023, the patient went to the emergency room and was subsequently hospitalized due to high blood glucose level. Her highest blood glucose level was 713 mg/dl. Moreover, on (B)(6) 2023, the patient faced bent needle prior to insertion with two infusion sets. The infusion set had been used for two days and the site location was abdomen. Further, the patient was transferred to the intensive care unit. During hospitalization, the patient received insulin, fluids of saline, and unspecified medication (drug name unknown) intravenously as corrective treatment which resolved the issue. On (B)(6) 2023, the patient was released from the hospital with no permanent damage. At the time of this report, her blood glucose level was 365 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.